Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported inaccurate sensor readings. She also had weak sensor and lost sensor alarms. Customer stated her blood glucose was 131 mg/dl, but her sensor reading was 59 mg/dl. Customer does not follow proper sensor and calibration methods. There was blood at the insertion site. Customer was advised of proper sensor and calibration methods. She was advised to change out the sensor and to monitor the issue. Nothing further reported.